Event description:
A renegade stc-18 catheter was used for angiography. When the catheter was iinserted to the lesion before injection was performed, blood bled from the hub of the catheter revealing broken shaft.